Event description:
It was reported that the patient had a surgical procedure to replace an artificial urinary sphincter(aus) cuff due to urethral atrophy from the sizing of the cuff. The patient is expected to fully recover.